Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device froze during a firmware update and displayed a persistent circular progress indicator, preventing use and blocking dismissal of a ¿firmware update failed¿ alert, with repeated attempts stalling at 0% and disconnection from the mobile app; the user could not make meal announcements and the device was replaced. Symptoms included hyperglycemia with readings reported as high for most of the day without other symptoms. Outcomes included correction with a manual subcutaneous insulin injection, no need for outside assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education by support, attempts to restart and reattempt the update, assessment of app connectivity, and arrangement for device replacement with return of the original for evaluation. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.